Event description:
It was reported that the pulse generator exhibited no output and when the physician physically touched the device oversensing was noted. The device was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.